Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Pump passed all functional testing, including idle, run. Off no power, self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. No excessive no delivery alarm noted. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus delivery anomaly noted. The basal profile delivery properly and no basal delivery anomaly noted. Pump had minor scratched display window and cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 600 to 700mg/dl and indicated that the pump is under delivering insulin. Troubleshooting found that the customer's doctor suggested a replacement pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.